Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the resection sheath's ceramic tip of the casing broke off. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted for a correction and to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected field: d2a the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.